Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted broken connector contacts. Functional evaluation revealed noisy screen display with no visible image. The complaint has been confirmed. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include excessive force used to insert or remove the camera head card edge connector from the camera control unit. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that there was a blurry image seen in the camera head's field of view. No case reported; therefore, there was no patient involvement. Results of investigation have concluded that this unit had no visible image which makes it a reportable event.